Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30dec2018 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The st aia-pack analyte application manuals state the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Using st aia-pack lh ii, the highest concentration of luteinizing hormone measurable without dilution is approximately 200 miu/ml, and the lowest measurable concentration is 0.2 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for luteinizing hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regards to concomitant medications administered to the patient. The probable cause of the issue is under further investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A distributor stated the customer reported high estradiol and luteinizing hormone ii (lh ii) results that were not within the cap survey acceptable ranges on the aia-360 analyzer. The issue had been consistent for a few weeks on position 10 of the aia-360 carousel. One of the tests generated a high e2 result 9451.5 pmol/l. The customer noted the issue occurred after a periodic maintenance (pm) was completed. The wash tip and syringes had been replaced and rebuilt without affecting the results. System component alignments were verified, and no apparent issues were noted. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Additional information was provided by the distributor. The distributor engineer stated that the heating loop for the wash is leaking and causing intermittent issues. The customer has declined service as their service contract has expired, and the system is old. The aia-360 is no longer in operation. The probable cause of the issue is attributed to the heating loop.